Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown reason with less than a year of use. Evidence is suggestive of a product malfunction, at this time we are unable to confirm therapy impact. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an infection with less than a year of use. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.